Event description:
It was reported through the filing of a lawsuit that the patient underwent a left total hip arthroplasty on (B)(6) 2006. It is further alleged that on (B)(6) 2011 the surgeon advised him that he had aseptic loosening of the left and right trident acetabular shells and recommended a bilateral shell revision. On (B)(6) 2011 the patient underwent revision of the trident hemispherical acetabular shells of both the left and right hip arthroplasties at (B)(6) hospital. This per is being reported for the left hip.

Manufacturer narrative:
An event regarding shell loosening involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and indicated "no examination of the explanted acetabular components and no radiographic bone scan or clinical confirmation of ¿aseptic loosening¿ of the acetabular components are available." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been two other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that the patient underwent a left total hip arthroplasty on (B)(6) 2006. It is further alleged that on (B)(6) 2011 the surgeon advised him that he had aseptic loosening of the left and right trident acetabular shells and recommended a bilateral shell revision. On (B)(6) 2011 the patient underwent revision of the trident hemispherical acetabular shells of both the left and right hip arthroplasties at (B)(6) hospital. This per is being reported for the left hip.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.